Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 4 days postoperative from a cesarean section, the wound was swollen and festering. Debridement and suture were performed after removal of the stitches, and the wound healed three days later.